Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n289639010, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type : catheter; product ID: 8731, lot#:n002897310, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-apr-2013, UDI#: (B)(4) ; product ID: 8731, serial/lot #: (B)(4), ubd: 14-apr-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and unknown baclofen (concentrations and doses unknown) via an implanted pump for non-malignant pain and other non-malignant pain. It was reported when the patient had the pump removed (sn- (B)(4)) and the new pump implanted (sn- (B)(4))the patient was told the catheter moved/fell and needed to be repositioned. Patient symptoms were not reported, and further information was not provided.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the catheter that moved/fell was clarified to be the 8781 ascenda and pump (sn= (B)(6)). The catheter migration was first observed on (B)(6) 2021. It was noted the catheter was repositioned on (B)(6) 2017 at t8-t10. To the hcp¿s knowledge, there were no environmental/external/patient factors that may have caused or contributed to the event. Regarding if other actions were taken or were planned to resolve it, it was reported, no action needed. The patient¿s weight was provided.